Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after an initial eclipse surgery in (B)(6) 2015 a revision surgery of the medium pegged glenoid was necessary 2021 due to a glenoid loosening. No further information received. ***update dw 05-aug-2024: further information was provided that the ar-9105-02 with the batch 1414005 was implanted on (B)(6) 2015 and the revision surgery took place on (B)(6) 2021.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.